Event description:
On 09/20/23, infutronix received a report that a pump stopped infusing due to an abrupt power off. The infusion cannot resume without causing delay in treatment. Device was returned. The abrupt power off was confirmed and the pump also passed the flow rate test as well.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power, and the testing procedure revealed flow rate testing failure.